Event description:
It was reported that during an orif procedure, the wand could not performed neither ablation or coagulation . The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported. Results of investigation have concluded that the electrode of this unit was completely detached which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Preliminary results of investigation found that the reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has been detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was not able to generate plasma due to the electrode being completely detached. A review of the customer provided images shows a used wand with detached electrode and the original packaging confirming part number asc4830-01 and lot number 2055905. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force placed on the electrode causing the electrode to detach. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode has been detached. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings (1,7). The wand was not able to generate plasma due to the electrode being completely detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states results of the visual inspection revealed that the wand electrode has been detached and it is unknown if the electrode detached within the patient. Based on the limited information provided the root cause of the reported electrode breakage could not be determined. No further medical assessment can be rendered at this time. A review of the customer provided images shows a used wand with detached electrode and the original packaging confirming part number and lot number. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force placed on the electrode causing the electrode to detach. No containment or corrective actions are recommended at this time.